Manufacturer narrative:
The reported field event of an impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported impedance anomaly was not determined.

Event description:
It was reported that a merlin.net transmission showed a single high, out of range, pacing lead impedance measurement. The high impedance could not be reproduced in clinic. The patient was asymptomatic. The device remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.